Event description:
It was reported patient underwent a sling procedure in 2005. A 1cm exposure of the mesh was noted 71 days post-operatively. The physician prescribed hormonal therapy and scheduled a follow-up appointment for 30 days.